Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 1035 mg/dl; suspected cause was due to the customer's personal profile requiring adjustments. Reportedly, the customer had been using admelog insulin within the pump supplies. Tandem technical support informed customer that admelog insulin is off label per the user guide. The customer delivered a bolus via the pump prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin d-7 and 1/2 while in the ICU. Customer was release from the ICU on (B)(6) 2022 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider to adjust personal profile settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.